Manufacturer narrative:
Medwatch report was received submitted by the hospital to the FDA. Please reference report mw5101903. Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and of the one complaint identified, no manufacturing nonconformance was identified during evaluation. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Photos were received of the device along with imagery of the patient's anatomy. The distal tip of the sheath was noted to be torn radially and the separated piece was missing. The soft tip was damaged and stretching was observed around the distal tip. The sheath shaft seam appeared to be fully expanded, as designed. The patient's access vessels had presence of calcification and tortuosity. A review of the IFU and training manuals was performed. During delivery system insertion through the sheath, the operator is instructed to correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. During delivery system removal, completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked and is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. During sheath removal, remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not re-advance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The risks outlined in the pra remain the same; the pra documents the potential for difficulty advancing delivery system through the sheath, resulting in procedural delay or percutaneous/surgical intervention, as well as difficulty removing the sheath from the access, resulting in procedural delay or tissue damage. The pra also documents the potential for system components separating, resulting in embolism. None of these harms occurred during this event (no patient harm). A corrective action preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. Corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, which was implemented. The sheath from this complaint event was manufactured prior to the corrective action. The events were confirmed per evaluation of the provided imagery. However, no manufacturing non-conformance was identified during evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device preparation. As reported, ''after the 14fr esheath was removed from the patient's body, the very distal tip of the sheath had a very small portion missing''. Additionally, it was reported that ''the team feels that the sheath was possibly torn when the delivery system was removed and the balloon ''wings'' may have possibly snagged it'' and ''I'm under the assumption at this point that the ''flex'' on the delivery catheter could have not been flexed all the way ''off''. When pulling the catheter back, you'll notice only one side of the sheath is damaged. This is why I think the balloon and partial flex could have caused this''. Per evaluation of the provided device-related photos, the sheath distal tip was shown to be torn and separated. Per the training manual, ''completely unflex the delivery system'' prior to removing the delivery system. As partial flex may have been present during delivery system withdrawal through the sheath, it is possible that the delivery system was not retrieved through the sheath coaxially, making it more likely for delivery system components such as the inflation balloon or balloon wings to catch onto the tip and tear it. Additionally, this damage is characteristic of sheath tip tear events identified in the pra. While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A CAPA has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation. As such, available information suggests that procedural factors (partial flex during withdrawal, non-coaxial withdrawal, delivery system caught on tip) may have contributed to the complaint event. However, a definitive root cause is unable to be determined.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case, after the 14fr esheath was removed from the patient's body, the very distal tip of the sheath had a very small portion missing. The team feels that the sheath was possibly torn when the delivery system was removed and the balloon 'wings' may have possibly snagged it. With the sheath being delivered with a dilator in non-calcified arteries, it's highly unlikely it was due to calcium or the valve exiting the end of the sheath. The doctors sent the patient to the ICU to be watched for any signs or symptoms. Per the most recent update the patient is doing fine. There was no damage to the delivery system balloon after it was removed from the patient.